Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. On (B)(6)2021, 1827 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 33-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 5 years after insertion of essure. The patient was treated with surgery (essure remvoal via bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("focally disrupted essure coil present at the proximal end") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female. Previously administered products included: vicodin and ibuprofen. Past adverse reactions to the above products included: rash with vicodin. The patient had a family history of diabetes mellitus and hypertension. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 2146 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted lap bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to on (B)(6) 2016. Discrepancy noted removal date of drug updated to on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.351 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report specimen: bilateral fallopian tubes. Diagnosis bilateral fallopian tubes, bilateral salpingectomy: complete cross-sections of bilateral. Fallopian tubes identified. Microscopic description :microscopic slides examined; description omitted. Gross description: two purple-tan fimbriated fallopian tube segments ranging from 6.8 x 0.6 cm up to 7.8 x 0.6 cm. Each has a protruding focally disrupted essure coil present at the proximal end. Clinical history: pelvic pain. Procedure: robotic assisted lap bilateral salpingectomy. Preoperative diagnosis: pelvic pain. Postoperative diagnosis: pelvic pain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device (10063130). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Event pregnancy with contraceptive device added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.